Event description:
The lay user/reporter contacted lifescan in 2007 and alleged that the patient's one touch ultra 2 meter was powering off during use. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The reporter alleged that the meter issue first occurred on ten days earlier at 7:00 am. She also mentioned that the meter was reverting to the setup mode. The patient replaced the meter's battery (unknown date/time). The patient had experienced a headache and excessive perspiration after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and that based on the information provided, there was no misuse of the product. The condition of the battery contacts was good. The patient was educated on automatic shutoff and the meter did shutoff before the time was up. This complaint is being reported because the patient claimed she had symptoms which can be associated with hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.